Manufacturer narrative:
Carefusion failure analysis lab evaluated the alleged faulty user interface module both visually and via standardized testing procedures. When powered on the screen responded normally, no blank screen was found. The device was powered on and off a total of 10 times, and each time it powered on with no issues. The covers were then removed and all connections were visually inspected. No anomalies were found. While the covers were off, the device was powered on again and the lcd flat cable was physically manipulated. It was found that the physical manipulation induced the reported issue. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue. Findings/root cause: defective lcd cable.

Event description:
The customer reported that the user interface module on one of their units does not power up "sometimes" (the problem is intermittent). The leds on the membrane panel are also off. The customer claims that there is no problem with the user interface module cable. The ventilator was not on a patient at the time of this occurrence.

Manufacturer narrative:
Carefusion technical support shipped the distributor a replacement user interface module. A returned goods authorization (rga) number was also issued for the return of the alleged faulty user interface module for evaluation. The alleged faulty interface module was received on (B)(6) 2015, and is awaiting evaluation. Once evaluated, a follow up medwatch report will be submitted.